Event description:
Customer called to report that the meter on the insulin pump is not working properly. Customer stated that the buttons are wearing out. Customer reported an issue with the contour next link. Customer's blood glucose levels were not included in the report. Product is not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.